Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using repeat testing. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using repeat testing. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus saprophyticus as staphylococcus aureus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect.